Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿hair¿, was found in a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: sample evaluation; two loose 5ml assembled syringes were received by bd (B)(4) and reported to be from batch #7143974 (p/n 309703). The sample was visually evaluated. Syringe #1 was found to have a dark brown hair, approximately 3/8" in length, located on the plunger rod. The observed hair is larger than level 3 in size, which is a rejectable condition at bd (B)(4). Syringe #2 no visual defects observed. Based on the evaluation performed the defect, as noted by the end user, can be verified for syringe #1. DHR review completed. No quality notification for foreign matter were created during the production of lot 7143974. Lot 7143974 was released with (B)(4) pieces. Review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Confirmed: bd was able to confirm the customer¿s indicated failure. Several potential root causes have been identified during the execution of the six sigma project for foreign matter issues found in tray products; inadequate equipment cleaning, machine enclosures, cleanliness of incoming raw materials and incoming molded/assembled components. CAPA (B)(4) was opened to address the fm issues identified in the tray products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.